Manufacturer narrative:
H6. Device analysis for ins (B)(6) revealed the ins was functionally okay. There were insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: e1 phone number (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via the manufacturer representative reporting that the battery has been problematic from the start. First the short battery life, then oor mode and now not sensing the patient in the right position. All suggestions were followed without success. The hcp was going to meet with the patient. The patient needs to be allowed to lower the amplitude when changing positions if the hcp takes adaptivestim (as) off, otherwise it would be intolerable. A setting with 4 electrodes was tried but the patient had worse pain relief. The hcp was going to see if turning the as off will work. It was further stated that the ins will be replaced. The patient¿s age was below 50 years and at a normal weight.

Event description:
Additional information was received from the manufacturer representative reporting that the ins was explanted on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the program was 6,4 ma ¿ 200 in pulse width and 300hz on three programs in group a. The battery only lasts about 12-14 hours. The tonic program was 8,4 ma - 200 in pulse width and 60 hz ¿ then the battery lasts 4,1 day. But in this tonic program it comes up with a notification: electrodes are in oor mode (comes and goes) but the patient feels that the stimulation is working as it should. Additional information received reported that they were able to get out of oor with programming +--+ and then it stayed out of oor. Everything should run now. Additional information received from the manufacturing representative reported that there were still issues with the battery. The patient was seen on (B)(6) 2020 and one electrode was added and the adaptive stimulation was set. The patient felt stimulation and it covered her pain but not like in the beginning when the system would go into oor. The system no longer went into oor but the battery was still not working properly. The patient needed 2.5 hours to recharge from 50 percent to 90 percent. It was not fully charged when the patient gave up. There was difficulty connecting to the implantable neurostimulator (ins). While charging, the programmer showed that the charging quality was excellent, but the next second there was no response, this went on and off although the patient was not moving at all. The same happens while the manufacturing representative tried to connect with her stimulator, it goes on and off and they can not use the bluetooth. There are no problems with connections or impedance, that is always within range. This was not like this in the beginning, then she had no problems charging except that she needed to do it frequently. Later it was reported that the adaptive stimulation was not working properly. It showed her lying when she was sitting and when she laid on her back the amplitude went up. This worked perfectly the day before. The battery is lying somewhat lower than it did post operatively but there was no indication that it was lying flat instead of upside down. It was noted that the battery was not sutured in place. Later they reported that the x-ray showed that the stimulator was correctly positioned as it was implanted. The patient was still experiencing problem with the stimulator. The patient needed to recharge twice in 24 hours. The recharging time can last from 1.5 to nearly three hours and the battery was still not fully charged. The patient was trying a new recharger and it worked well in the clinic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins would be replaced that week and then would be returned.